Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right ventricular (rv) leadless pacemaker (lp) exhibited high capture threshold. It was then found that there was a blood clot at the tip of rvlp. The rvlp was cleaned, and repositioning was attempted. The rvlp was at an angle during docking, but it was correctly docked eventually. The rvlp was then repositioned, but then it exhibited failure to capture with undesired motion. The rvlp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.

Manufacturer narrative:
Reported issue of capture issue and docking issue were not confirmed. Visual inspection confirmed normal specifications. Further analysis including output verification and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.